Event description:
It was reported that the foley catheter had brown tip (normally translucent) and a missing cap on the syringe to inflate ballon. Multiple issues with this account and this unit. Per customer response via email on 23apr2024, it was reported that the product was used on a patient, but the patient was not harmed. Customer opened foley catheter set and found that the tip of the foley catheter was discolored (brownish) and the syringe to inflate the balloon was empty and missing the cap. Catheter set disposed of prior to placement, packaging sealed and delivered to management.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "inspection results (measurement, testing data) not verified by iqa assignee error of inspector "however, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had brown tip (normally translucent) and a missing cap on the syringe to inflate balloon. Multiple issues with this account and this unit. Per customer response via email on 23apr2024, it was reported that the product was used on a patient, but the patient was not harmed. Customer opened foley catheter set and found that the tip of the foley catheter was discolored (brownish) and the syringe to inflate the balloon was empty and missing the cap. Catheter set disposed of prior to placement, packaging sealed and delivered to management. Per customer response via email on 22may2024, it was confirmed that the missing cap caused the contents to leak out, resulting with an empty syringe.